Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had an attempt to have essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014, during the insertion procedure of essure lot b82476, the inserter wheel was rolled back to a hard stop. The gold notch could not be visualized. Device placement was adjusted to find gold notch. The gold notch was noticed, still under the sheath. Several attempts were made to scroll the wheel further but without success. The physician attempted to remove device. The distal tip of the essure implant was stuck, although the delivery device was removed. Graspers were used to retrieve the remaining implant, but the nitinol coil broke several times, during the retrieval. The distal end of the inner and outer coil could not be visualized and where left in the os. Patient had no injuries and bilateral placement was not achieved. No further information was provided. The product technical complaint investigation and final assessment were received on (B)(6) 2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop 2) depress button 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty." Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4) , "processing essure cases in dev@com," because an adequate investigation of the same failure mode has already been conducted. Conclusions: the report did not state a patient injury occurred. The possibility of a deployment difficulty event during the procedure is an anticipated event. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is also an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported complication of insertion due to a deployment issues which led to breakage and difficulty in use. These reported events, breakage and technical/usability issues, are not necessarily indicative of a quality defect. Two (2) additional ae case reports have been received to date in relation to batch number b82476 but none of these cases refer to a similar type of breakage or technical event. Although one (1) case refers to a similar usability issue in a different context. No batch signal could be identified at this time. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that a deployment issue or a breakage event are both anticipated events. Based on the information available, there is no reason to suspect a quality defect. Follow-up (B)(6) 2014: no response after the required number of follow-up attempts completed. No new information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced distal tip of the essure implant was stuck / the nitinol coil broke several times, distal end of the inner and outer coil could not be visualized and where left in the os, several attempts made to scroll the wheel but without success, complication of divide insertion and device insertion failed. All reported events are non-serious except for the event distal tip of the essure implant was stuck / the nitinol coil broke several times interpreted as a device breakage; which was considered serious and regarded as a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. This event previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, during the insertion procedure, the inserter wheel was rolled back to a hard stop. Several attempts were made to scroll the wheel further but without success. Then, the physician attempted to remove the device and the distal tip was stuck, although the delivery device was removed. Graspers were used to retrieve the remaining implant, but the nitinol coil broke several times, during the retrieval and the distal end of the inner and outer coil could not be visualized and where left in the os. Patient had no injuries and bilateral placement was not achieved. Given the event's nature, causality between the events and essure use is assessed as related. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. Further information is being sought.